Event description:
During a remote follow-up, episodes of far field p-wave oversensing (ffpwos) were observed on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable with no consequences.

Event description:
Additional information received indicated that reprogramming was performed to resolve event.